Manufacturer narrative:
The model#/catalog# identified in section is a carefusion product which is same or similar to a device that is approved for sale domestically. The domestic similar list number is indicated in section "other#". The 510k number provided is for the domestic similar product. Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the logs/device be received for evaluation.

Event description:
The patient's relative reported that the set separated an hour after a tpn infusion was completed and had been stopped by the nurse. No additional information available. From the reported information there are no indications of serious injury to the patient or user as a result of this incident.